Event description:
A patient reported left side device rupture. Additionally, a healthcare professional reported a patient experienced the events of ¿pain in the left breast since the days following surgery, associated with a sense of traction and particular discomfort on contact of the lateral quadrants of the same breast with the medial side of the ipsilateral arm¿, ¿after some time, the pain described above and the sense of traction to the left breast increased, radiating to the right breast, causing an obvious breast asymmetry with contractures of both breasts that are increasingly painful to palpation¿, and ¿worried about her health¿. The device has been removed and replaced. This record relates to the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported left side device rupture. Additionally, a healthcare professional reported a patient experienced the events of ¿pain in the left breast since the days following surgery, associated with a sense of traction and particular discomfort on contact of the lateral quadrants of the same breast with the medial side of the ipsilateral arm¿, ¿after some time, the pain described above and the sense of traction to the left breast increased, radiating to the right breast, causing an obvious breast asymmetry with contractures of both breasts that are increasingly painful to palpation¿, and ¿worried about her health¿. The device has been removed and replaced. This record relates to the left side.